Event description:
It was reported, the patient underwent a pocket revision to relocate the device to the subpectoral due to the device prominent at it's original position and causing pain. The patient's crt-d system was reused. The patient condition is stable.

Manufacturer narrative:
(B)(4).